Manufacturer narrative:
A field service engineer (fse) evaluated the event on (B)(4) 2015 and confirmed the customer's reported issue discovering that there was excessive noise on the conductivity channel due to a malfunctioning solid state rf preamp. The fse replaced the rf preamp resolving the reported issue. Service activity performed and was verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).

Event description:
The customer reported recovering intermittent high diff and/or retic backgrounds along with latron control failure on the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results.